Event description:
It was reported that stent damage occurred. The 88% stenosed, 26-28mmx2.5-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6) hospital. Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50x28mm stent delivery system was returned for analysis without the manifold hub. A visual examination of the stent found signs of stent damage. Stent struts from the most proximal stent strut row were lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The overall stent length was also measured and the result was within the crimped stent length tolerance range. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube shaft found a break in the hypotube and strain relief, situated at 20mm proximal to the distal end of the strain relief with the manifold hub not returned. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6). Device is a combination product.

Event description:
It was reported that stent damage occurred. The 88% stenosed, 26-28mmx2.5-2.75mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. However, after withdrawal, the stent struts were lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.